Event description:
It was reported that the 9800 system had an overload fault and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage generator was replaced and the filament calibrated during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)